Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of an access set would not allow for a drip. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.